Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, underweight and opening extended on radius. A visual and microscopic analysis was performed which identified, sharp opening on radius. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on radius assessed, as an unidentified (tear) opening.

Event description:
Patient reported, right side rupture. Device has been explanted.